Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device is pending for return. The investigation of the reported event is currently underway. (Expiration date: 04/2026). Device pending return.

Event description:
It was reported that some time post chronic catheter placement procedure, the catheter was allegedly noted to have a tear or puncture in the connecting part of the hub. It was further reported that saline and blood was noted to be flowing out of the tear. Reportedly the catheter was replaced. There was no reported patient injury.

Event description:
It was reported that one month post catheter placement procedure, the catheter was allegedly noted to have a tear or puncture in the connecting part of the hub. It was further reported that saline and blood was noted to be allegedly flowing out of the tear. Reportedly the catheter was replaced. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. Therefore, the investigation is inconclusive for the reported failure as no objective evidence was provided for review. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiration date: 04/2026). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported that one month post chronic catheter placement, the catheter was allegedly noted to have a tear or puncture in the connecting part of the hub. It was further reported that saline and blood was noted to be allegedly flowing out of the tear. Reportedly, the catheter was replaced. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one 12.5 fr hickman t/l catheter was returned for evaluation. Functional, gross visual and microscopic visual evaluations were performed. A c-shape split was noted on the white luer extension leg, proximal to the bifurcate. The edges of the c-shape split were noted to be uneven. Upon infusion, a leak was observed from the c-shape split on the extension leg. Aspiration was attempted and was unsuccessful. Therefore, the investigation is confirmed for the reported leak and identified burst issues. However the investigation is inconclusive for the reported material puncture issue as more specifically burst was identified during investigation. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: b5, d4 (expiration date: 04/2026). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.